Event description:
It was reported that a lead integrity alert (lia) triggered due to short ventricle-ventricle episodes, sensing integrity counter (sic), nonsustained tachycardia, and oversensing. It was further determined that t-wave oversensing (twos) was exhibited post premature ventricle contraction (pvc). Reprogramming was performed for right ventricular (rv) lead sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.